Event description:
It was reported that there was a discrepancy between the displayed and actual time on the pump, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels outside the normal range. The customer received assistance from technical support to update the pump time and was advised to monitor the situation and follow up if the issue recurred.